Event description:
It was reported the active blade tip broke off in the patient. The tip was retrieved from patient. The tip is to be returned with the instrument. Another instrument was used to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.